Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the inspection that cs100 intra-aortic balloon pump (iabp) automatic inflation failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11. Corrected fields: in initial emdr g3 date mentioned incorrectly as "02/05/2025" but the actual aware date is "02/07/2025".

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) after on-site inspection on 2/7/2024, found that the cs100 maintenance kit had a problem and needed to be replaced. After communicating with the hospital's equipment department and department on site on 2/18/2024, the 2500 hr maintenance kit was replaced and the equipment passed all the performance and safety index tests specified by the factory. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.